Event description:
The following has been reported: speaker error remarks: cpu board found faulty, cross checked with another device. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.